Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Heli-fx endoanchors were implanted to secure the stent graft. It was reported during the index procedure, after the endoanchors were implanted the physician advanced a pigtail catheter. During advancement the wire doubled over and appeared to go through an endoanchor and lodged between the endoanchor and the endograft. After multiple attempts to remove the wire, the wire unraveled however was not successfully removed from the patient. The physician elected to cut the wire at the patient's groin and the wire remains inside the patient. Per the physician the cause of the event was user error. It was reported there was no alleged product issue. No additional clinical sequelae were reported and the patient will be monitored.